Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep.it was reported that cause of the issue was not determined, they are not able to perform the troubleshooting as the implant is dead. Manufacturer representative is meeting patient to take a look at her equipment on 5/22.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) product type recharger product ID 97745nt-rfb lot# serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported every time they 'plug it up', they had to jiggle the cord, take the battery out or move the paddle around to get it to work and the device was giving them hard time to charge the ins. Pt said the issue started on march 24. Agent had pt to reset the controller. Pt confirmed no visible damage on the controller port and recharger. Agent had pt to clean the connection pins and start the implantable neurostimulator (ins) charging session. Pt was able to charge the ins showed 70% and controller was at 50% with excellent connection. Agent instructed pt to keep charging the ins and monitor the issue. When asked for hcp information, pt said they don't have hcp and they need a new hcp. Agent reviewed sending an email for physician listing. No symptoms were reported. Additional information was received from a patient (pt). They reported that pt called back in and reported that they were unable to recharge the implant because they were continuously getting a message about the controller battery needing replaced. Pt reported their was a split in their cord. Agent sent a request to repair to replace the recharger. Pt requested the healthcare provider (hcp) listing be sent again. Pt called back and said the new rtm didn't fix the issue and was told to call back if this happens to replace the controller. Pt is now seeing a system problem rm-05 code. A request was sent to repair dept to replace the controller. Patient called back in and reported that they received their replacement controller and recharger today. Patient reported that they could still see system problem rm05 message. Agent had patient reset controller by plugging in the controller into ac power supply without the battery pack - controller screen powered on. Patient confirmed flashing green light on the controller after they reinserted the battery. Patient blew into the charging port and wiped the recharger pins. Patient confirmed that there was no visible damage on the controller port and recharger cord. Patient started charging ins however they could still see rm05 message after 'checking recharger' was spinning on the screen for quite a long time. Agent sent request to repair for the replacement of the controller. Patient called back and received the replacement controller. During the call agent collected the serial number of the controller then patient got software problem (1 intellis 2 3.6 3 245 4ensinterfacesm.c). Patient inspected the battery pack and there were marks on the battery pins. Patient cleaned the battery pins but there were still marks on the pins. Patient removed the battery again then plugged the ac power into the controller. Controller powered on. Patient selected implant on the hello screen. Patient inserted the battery pack and green light flashed above the screen. Agent advised patient to call back if the issue persisted after receiving the replacement battery pack. Patient mentioned the implant was completely white on their controller (agent understood this as patient meant their implant was depleted even though patient couldn't see the batteries screen and saw the connect the recharger message). Agent closed case. A replacement battery pack was sent out. Patient called back to inquire tracking. Agent provided tracking number and reviewed with patient that package was still on the way. Agent closed case. Pt called back stating they had received the replacement battery pack and attempted to initiate ins charging; however, the "system problem rm05" message continued to display. Pt mentioned that their controller, battery pack, and recharger were recently replaced, and the only component that has not yet been replaced was the ins. Pt confirmed they were using all the new external devices and verified this by providing the serial numbers. Troubleshooting was initiated, but the pt became distressed and stated they had been in pain for two weeks, were unable to walk or go anywhere, and were currently experiencing significant pain. They requested that a medtronic representative meet them at the clinic. Pt also repeated previously documented information and asked whether it was necessary to wait two more days to receive a new battery.